Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, ndc 0338-0049-48, lot number p364174, exp nov 18, 0.9% sodium chloride; 100ml baxter, ndc 0338-0049-48, lot number p364174, exp nov 18, 0.9% sodium chloride. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the iron secondary infusion backed up into primary tubing. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the secondary back flowed into the primary bag was confirmed and replicated. The check valve was visually inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing resulted in back flow indicating a faulty check valve. Testing of the component by the supplier indicated a pass result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.